Event description:
It was reported that patient presented in clinic for routine device check. It was noted that clinician was unable to feel the vibratory notifier when testing it on the patient's device. No intervention was performed, and device is being monitored. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.